Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 31 mg/dl at the time of the incident. The customer was at 100 mg/dl at the time of the call. The customer was given food to treat. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer reported getting a compromised force sensor system alarm even after a battery change. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Unit alarmed compromised force sensor system during basic occlusion test and prime test due to moisture damage on the force sensor resistor. Unable to complete functional test including the delivery accuracy test due to the compromised force sensor system alarm. Unit received with stained lcd resilient cover, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.